Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one week post operative, laparoscopic left hemicolectomy procedure, emergency re-operation (hartmann procedure) was performed due to leakage, the surgeon found that there was a hole of 5cm at the center of the reinforce staple line. At that part, the sheet was completely divided into two parts, some staples opened and were in a state of u-shape. Repair was done and the operation was completed. The patient is now in the hospital, and the follow-up is fine.